Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Status of device unknown.

Event description:
Healthcare professional reported "possible rupture to an unknown side and possible bilateral exchange from textured to smooth breast implants due to the patients concern with the product." Status of device unknown. This represents the left side record.

Manufacturer narrative:
The correct reason for reoperation is: "possible rupture to an unknown side." A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture. Status of device unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4.